Manufacturer narrative:
The biomedical engineer reports that when the bsm (bedside monitor) is moved or bumped during patient transport, the screen goes out and turns white. The device was returned and evaluated for an extended period of time. As of today the issue could not be duplicated. The device powers on with no issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that when the bsm (bedside monitor) is moved or bumped during patient transport, the screen goes out and turns white.

Manufacturer narrative:
The biomedical engineer reports that when the bsm (bedside monitor) is moved or bumped during patient transport, the screen goes out and turns white. The device was returned and evaluated for an extended period of time. The reported problem of the screen going white was duplicated. The lcd was replaced to fix the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 2 hours of extended testing and operates to manufacturer's specifications. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.